Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging unknown issue. The customer stated that she does not remember which meter was having issues and what kind of issues it was having&#56224;no further details were provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.